Manufacturer narrative:
Bd¿ universal viral transport system is intended for the collection and transport of clinical specimens containing viruses, (B)(6), mycoplasmas or ureaplasmas from the collection site to the testing laboratory. This system can be processed using standard clinical laboratory operating procedures for viral, (B)(6), mycoplasmal and ureaplasmal culture. Bd quality has reviewed the customer complaint for fluid splashing in technician's eye during recapping. A review of the complaint indicates that two swabs were inserted into the transport tube and then the technician attempted to screw on the cap. Per the product insert "warnings and precautions" section, "inserting more than one swab in the capture cap vial may interfere with proper cap closure." A review of past complaints has not identified a trend. Quality will continue to monitor for trends. Device not returned to manufacturer.

Event description:
Customer reports that while closing the cap of bd¿ universal viral transport standard kit: 3 ml vial with 2 regular polyester-tipped swabs after collection of a vaginal specimen, fluid splashed in the technician's eye. The technician was wearing gloves but no other form of personal protective equipment (ppe). The technician was seen by an ophthalmologist and was placed on an antiviral medication and is reported to have no further issue.